Event description:
The customer reported that insulin squirted out and the numbers did not appear on the screen while priming the device. The customer changed the infusion set twice without results. Advised the caller to discontinue the use of the insulin pump. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The device had cracked case on the display window.